Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the battery gauge was fluctuating. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.